Event description:
The reporter stated that three 500ml bags of saline were infused within approximately 2 hours. It is unknown whether there was patient injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is manufactured by facility. This assembly is incorporated into the finished product by facility in another country. The finishsed product is further assembled. Packaged and sterilized by smiths medical international. The product has been received from the customer; however, facility has not yet completed its investigation into this tissue. An additional report will be submitted as soon as the investigation is complete.